Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015, after successful implantation of a drug eluting coronary device in the proximal left anterior descending (lad), 100% stenosed lesion, a whisper guidewire was re-positioned from the lad into the septal and then into the diagonal coronary artery. It was then noted that a septal perforation occurred. The septal perforation was noted going into the left ventricle cavity. There were no associated clinical symptoms and no treatment was required. Per physician, this perforation was secondary due to the whisper guidewire. A second drug eluting coronary device was successfully implanted in the proximal lad. A post procedure echocardiogram was performed with normal results reported. There was no additional information provided.